Manufacturer narrative:
A maquet field safety technician was on site and investigated the unit. The technician troubleshot the device and found a defective flow sensor. The defective part was replaced and the unit was tested for functionality successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". The error occurred during patient treatment. No known consequences to the patient. (B)(4).